Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, after connecting the device to the lead and a septum was set with the torque wrench and multiple attempts to rotate were unsuccessful. Another device was used. No patient consequences.

Manufacturer narrative:
Additional information: the reported complaint of the a-setscrew could not be tightened was confirmed. Final analysis found the wrench used to tighten the setscrew was being incorrectly inserted into the setscrew inset. The corners of the torque wrench tip were being forced down into the side walls of the setscrew inset. The setscrew was tested to fully tighten with the wrench clicking when the wrench was correctly and fully inserted into the setscrew inset. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity and no electrical anomalies were noted. The cause of the issue was due to user's use of the wrench in the field.